Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 141 and 121 mg/dl. The customer's expected fasting blood glucose test result range is 200 - 250 mg/dl. The customer was also concerned with high blood glucose test results obtained of 255 and 314 mg/dl. Customer stated he had taken the truemetrix meter to a scheduled doctor's appointment and the truemetrix meter read 100 points lower than the doctor's meter. Actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. Product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 09/23/2019 and open vial date is one month. The meter memory was reviewed for previous test result history: (B)(6).